Event description:
A customer technical advocate (cta) was contacted by a customer stating that the barcode read the wrong demographics on a patient sample tested using the cd sapphire analyzer. The customer states that the test results were generated correctly, but the results for patient ID ran at 07:22 in 2006 were incorrectly assigned to patient that was previously ran at 22:41 one day earlier. Both of these samples were placed on rack #9 in position #1 and were tested in closed mode of operation. When samples are run in the open mode of operation, the samples are read using a hand held barcode reader, there was no issue. No incorrect results were released from the lab and no impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.